Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The event can be detected and prevented in accordance with the following instructions for use (IFU): the instruction manual cf-xz1200l/I operation manual describes how to detect for the suggested event in chapter 3 preparation and inspection. The instruction manual cf-xz1200l/I reprocessing manual describes how to prevent for the suggested event in chapter 5 reprocessing the endoscope (and related reprocessing accessories). It is suggested that the user facility review the method of reprocessing for the device according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Event description:
The colonovideoscope was returned as part of the asset return process with no alleged complaint. During routine inspection of the device by olympus, foreign material was found in the nozzle. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned as part of the asset return process. The evaluation confirmed there was foreign material in the nozzle. The additional evaluation findings are as follows: due to wear of the angle wire, the play of the "up/down" knob was out of standard value, the adhesive on the bending section cover had a chip, the adhesive around the objective lens had a white-clouded area, the adhesive around the light guide lens had a white-clouded area, switch #2 had a scratch, switch #3 had a scratch, due to wear of the angle wire, bending angle in the "up" direction did not meet standard value, the image guide protector had a scratch, the grip had a scratch, the protector of the universal cord on the scope connector side had a scratch, the objective lens had a scratch, the plastic distal end cover had a scratch, and the connecting tube had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.